Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device sample was received in unused condition, in a plastic bag. Three pictures were also provided. Functional testing showed leaking from the connector connection. The complaint was confirmed. The root cause was not identified. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported that liquid leaked from the root of the connector connection. There was no patient harm/adverse event reported.